Event description:
When team open cardiac cath pack to start a case, noted thread on sterile towels (beige color) not from blue towels. Discarded and opened new cath pack. (B)(4), expire: 2/29/2028, lot: 25ebc932. Towel with foreign thread retained if needed.